Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of the event, treatment and action taken with pd therapy were not reported. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient was still in the hospital and has not recovered from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5, h1, h6. B5: upon follow up it was reported that the patient passed away (unreported date). The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.